Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range impedance measurements and oversensing of noisy signals for its right atrial (ra) lead. Technical services (ts) was consulted and discussed stored data, with a lead fracture suspected. This device remains in service. No adverse patient effects were reported.